Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an intermittent cartridge alarm 05 occurred during basal and bolus delivery. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose level was 123 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.